Manufacturer narrative:
Reliability analysis inspected 1 opened/used enlite sensor and performed bicarbonate buffer test. Sensor failed for low readings. Also found cannula bent. Unable to confirm if customer received sensor in said condition due to customer returned opened/used.

Event description:
Customer reported via phone call to have experienced sensor glucose versus blood glucose differences with threshold suspend. Customer also received calibration error alert and bad sensor alert. Customer's sensor glucose was 40 and blood glucose was 149 mg/dl. Customer reported that when sensor was removed, cannula was bent. Customer was advised that sensor would be replaced.